Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit display, the event occurred during use, while the patient was connected, in dwell 1 of 4. The home patient (hp) received se 2240 in dwell 1 of 4 and found the supply bag disconnected and leaked causing the se 2240 alarm. The technical service representative (tsr) explained the se 2240 alarm and cleared the alarms. The tsr had the hp disconnect and got the hc back to load the cassette. The hp would reset up again with new supplies. The tsr referred the hp to the on call nurse for further medical instructions. Proper procedures per the user manual were reviewed with the hp. There was patient involvement and there was no patient injury or medical intervention associated with this event. During a follow-up with the home patient (hp), she stated the supply bag disconnected and was leaking. The hp reported, she cracked the seal and she did not pay much attention to if it was secure. The hp started over with new supplies. The hp is ok and has continued with therapy.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed and the root cause was determined to be due to the supply bag disconnecting without falling. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.